Event description:
Boston scientific received information that this patient's non boston scientific right ventricular (rv) lead exhibited pauses in pacing for greater than two seconds, noise, intermittent capture, as well as impedance changes. The device was checked and seemed to be functioning normally, however it is not clear what the issue is as a chest x-ray was taken showing no lead issue. Some device sensitivity programming changes were completed to alleviate possible oversensing.

Manufacturer narrative:
At this time the product remains in service. If additional information becomes available this report will be updated as necessary.

Manufacturer narrative:
Upon receipt at our post market quality assurance laboratory, a thorough evaluation of the device was performed. A visual inspection of the device header and case noted no anomalies. The device was then exposed to simulated heart load conditions, and the pacing and sensing functions were tested. The device operated appropriately, according to its performance specifications with no interruptions in therapy output or programmer communication at the returned programmed settings. A series of electrical tests was also performed, and again, normal device function was observed.